Manufacturer narrative:
The customer did not return any materials for investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The initial reporter complained of multiple occurrences of questionable inr results from a coaguchek inrange meter serial number (B)(4) compared to the laboratory result using neoplastine ci + reagent. From the data provided, the customer provided the data for two reportable malfunctions. On (B)(6) 2019 the meter result was 4.7 inr and the laboratory result at the same time was 3.37 inr. On (B)(6) 2019 the meter result was 5.3 inr and the laboratory result was 3.43 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer's test strips were requested for return. Replacement product was sent. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.